Event description:
Complainant alleged that during functional testing, the attached difibrillator was set at 50 joules and the measured output above specification. Complainant indicated that there was no pt involvement in the reported malfunction.